Manufacturer narrative:
Citation: habertheuer a., et al. Longitudinal outcomes of nonagenarians undergoing transcatheter aortic valve replacement. Ann thorac surg. 2021 may;111(5):1520-1529. Pmid: 32980326. Doi: 10.1016/j.athoracsur.2020.06.140. Epub 2020 sep 24. Earliest date of publish used for date of event and date of death. [Medtronic products referenced: corevalve, evolut r, evolut pro (PMA# 130021, product code: npt ). Earliest approved product used for product code and PMA#.] No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the long-term outcomes of octogenarian and nonagenarian patients after transcatheter aortic valve replacement (tavr). All data were prospectively collected from a single center between 2011 and 2018. The study population included 806 patients (predominantly female, mean age 86 years), 237 of which were implanted with medtronic corevalve bioprosthetic valves and 237 were implanted with medtronic evolut r or evolut pro bioprosthetic valves (unique device identifier numbers not provided). Among all patients, 27 patients died within 30 days post-tavr. One-year and 4-year survival, stratified between nonagenarian versus octogenarian patients, was 80.3% and 51.2% versus 87.4% and 57.6%, respectively. The causes of death were not characterized; however, it was noted that independent predictors of mortality in this study included post-tavr moderate-severe paravalvular leak and procedural neurological adverse events. Based on the available information medtronic product may have been associated with the deaths. Among all patients, adverse events included: 30-day hospital re-admissions, including heart failure and other cardiac causes; transi ent ischemic attacks (tias), strokes, need for permanent pacemaker implantation and trace-to-severe aortic paravalvular leaks. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.